Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty obtaining an internal ECG waveform was determined to be inconclusive. The product returned for evaluation was one 3cg stylet and one ECG leads assembly. Microscopic inspection and gross visual inspection of the returned components was unremarkable. The 3cg stylet and leads assembly were assembled with a non-complainant sherlock sensor top plate. The resultant assembly was tested for continuity using a digital multimeter. The resistance between the stylet and the top plate was steady and below 15 ohms. The resistances between the top plate and the snap electrode leads were steady and below 5 ohms. Another non-complainant sherlock sensor top plate that was filed to the minimum contact requirement was used to test the stylet and leads assembly again. No significant change was observed in the resistance readings and no discontinuities were observed. No deficiencies were discovered during evaluation of the returned samples. The potentially implicated sherlock sensor could not be examined for discontinuities/damage or connection issues. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the clinician was inserting a sherlock PICC and was not picking up the internal wave for/seeing the yellow p-wave on sherlock. She opened another kit and used the wire from the second kit. She was able to get the internal wave form/yellow p-wave and confirm the tip of the PICC was in the correct location. No further details available or provided.